Manufacturer narrative:
One sample was returned for evaluation. Review of the lot history revealed no nonconformities that could have contributed to the reported complaint. The devices were visually inspected. There were no damages or anomalies observed. Functional testing was conducted, during which a leak was observed at the infusate tubing outlet at the bottom of the heat exchanger. Closer examination identified a channel at the tubing junction. The complainant¿s allegation was confirmed. The probable cause was determined to be a solvent application error during manufacturing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that leakage was detected in the tubing at the start of use. The issue was resolved by replacing it with a new set. The event occurred immediately upon use and took place in a hospital operated by a health professional. There was no medical intervention provided to prevent or alleviate patient harm due to the event. There was patient involvement and no patient harm.